Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 500 (mg/dl) for a few weeks. Customer administered a bolus and manual injections to treat bg levels. Reportedly, customer's health care provider has made adjustments to the pump settings. Review of pump data does not show any anomaly in pump performance. Recommendation was made to consult with their health care provider to discuss diabetes management.